Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing excruciating pain and it was believed to be a new pain area. It was noted that the lead seemed to be migrated which had caused the issues. The patient had an early lead pulled.

Manufacturer narrative:
Additional information was received that the new pain was more procedure related. It was not related to the stimulation or device. The patient was doing well.

Event description:
A report was received that the patient was experiencing excruciating pain and it was believed to be a new pain area. It was noted that the lead seemed to be migrated which had caused the issues. The patient had an early lead pulled.